Manufacturer narrative:
No device was returned for investigation. Three photos were attached to the complaint. Per second photo provided, complaint is confirmed per bubbles in the tubing. No sample evaluation could be performed since sample did not return for investigation. There were no customer complaints related to the same lot number and failure mode.

Event description:
It was reported that while the customer was infusing total parenteral nutrition (tpn) without lipids using the 0.2-micron filter, despite rigorous priming, removal of bubbles, and following strict directions on the product insert, there were multiple bubbles on the fluid path which form right before the peripherally inserted central catheter (PICC) line. The risks of air embolus for the patient was a very big concern. The overnight tpn was infused at approximately 230 ml/hour for 12 hours. The event occurred during infusion. A sample photo was provided. The patient receives home tpn. The reporter noted that the product has been used for nightly home tpn via PICC and the customer was told by amerita nextron to continue using it. The patient is the customer's child. The customer was very concerned about the air emboli. A sample photo is provided regarding the product and bubbles that form on the fluid path despite strict adherence to priming. There was patient involvement, and no harm/adverse events reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.